Event description:
The scale is just overly sensitive as far as being on a balanced floor. You can level it but if it gets moved just a hair it throws it off. It is to the point where the hospital refuses to even use the scale any more.